Manufacturer narrative:
Performed antibody screen assay on customer submitted sample using returned capture-r ready-screen (pooled), lot n240. Contols performed as expected and the customer sample resulted in positive. Anti-tja is typically an igm antibody. Capture methodology is not designed to detect igm antibodies. The event appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative results when testing a donor sample with capture-r ready ready screen (pooled cells) (crrs pool) on the galileo. The testing was repeated on the galileo and resulted positive. An anti-tja was identified.